Event description:
Synovitis [synovitis] ([knee swelling], [knee pain], [joint effusion]). Case narrative: initial information received on 05-jul-2018 regarding an unsolicited valid serious case received from health authorities of (B)(6) under reference. This case involves a (B)(6) female patient who experienced synovitis after she initiated treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was administered with synvisc one 6 ml intra-articular injection (lot - unk). After 3 days of receiving synvisc one, patient reported of having diagnosed with synovitis. Drainage of effusion and celestone 2 mg was given. Final diagnosis was synovitis. Corrective treatment: celestone. Outcome: not recovered. Seriousness criteria: intervention required.

Event description:
Synovitis [synovitis] ([knee swelling], [knee pain], [joint effusion]). Case narrative: initial information received on 05-jul-2018 regarding an unsolicited valid serious case received from health authorities of australia under reference. This case involves a 21 years old female patient who experienced synovitis after she initiated treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was administered with 48mg/6ml synvisc one at the dose of 6 ml once intra-articular injection (lot - unk). After 3 days of receiving synvisc one, patient was diagnosed with synovitis (event assessed as serious as intervention was required), patient had pain (arthralgia) and knee swelling ++ (joint swelling). Drainage of effusion (joint effusion) and betamethasone (celestone) 2 mg was given. Action taken: not applicable. Corrective treatment: betamethasone. Outcome: not recovered. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one for unknown batch number and global ptc number: 100136554. The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: 12-jul-2021. Additional information was received on 12-jul-2021 from healthcare professional. Strength for suspect, global ptc number and investigational results were added. Narrative amended accordingly.